Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx1325 showed no other similar product complaint(s) from this lot number. Mw5092648.

Event description:
It was reported that "on (B)(6) 2020 I was notified of a retained foreign object that was part of a powerpicc triple lumen catheter. Approximately 2.5cm of the end of the guidewire broke off and was retained in the patient during the procedure. When the PICC rn removed the guidewire and inspected the end, she noticed that it was shorter than it should have been and x-ray confirmed its presence and CT confirmed its location in the patient. It was reported that the fragment is located in the posterior basal segmental right lower lobe pulmonary artery. Upon removal of guidewire it was noted that a portion of the magnetic tip was missing." On 01/28/2020- additional information received stated, "a note was entered by interventional radiology that retrieval is feasible. At this time the patient is too unstable." On 01/30/2020- additional information received stated, "no complications. Upon removal of guidewire it was noted that a portion of the magnetic tip was missing." On 2/14/2020- medwatch received stated, "upon removal of the guidewire, the PICC rn noticed that the end of the guidewire was shorter than it should have been. X-ray confirmed that a 2.5cm section of the guidewire tip was retained in the pt."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed. One 3cg stylet was returned for investigation. There was a break in the polyimide tubing and the distal segment of the stylet was not returned for investigation. The polyimide tubing was bent 1.5cm from the distal end of the returned segment. The core wire was bent 6.7, 12.5, 16.0, 45.5, and 52.3cm from the distal end of the returned polyimide tubing segment. A microscope examination of the polyimide tubing revealed that the break in the core wire coincided with the break in the polyimide tubing. The surface at the distal end of the broken polyimide tubing appeared uneven and granular. The wall thickness of the polyimide tubing was within specification. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redx1325 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "on (B)(6)2020 I was notified of a retained foreign object that was part of a powerpicc triple lumen catheter. Approximately 2.5cm of the end of the guidewire broke off and was retained in the patient during the procedure. When the PICC rn removed the guidewire and inspected the end, she noticed that it was shorter than it should have been and x-ray confirmed its presence and CT confirmed its location in the patient. It was reported that the fragment is located in the posterior basal segmental right lower lobe pulmonary artery. Upon removal of guidewire it was noted that a portion of the magnetic tip was missing." (B)(6)2020 - additional information received stated, "a note was entered by interventional radiology that retrieval is feasible. At this time the patient is too unstable." (B)(6)2020 - additional information received stated, "no complications. Upon removal of guidewire it was noted that a portion of the magnetic tip was missing." (B)(6)2020 - medwatch received stated, "upon removal of the guidewire, the PICC rn noticed that the end of the guidewire was shorter than it should have been. X-ray confirmed that a 2.5cm section of the guidewire tip was retained in the pt."